Event description:
Ous MDR - after an implantation period of approx 18 months, it was reported that following an unsuccessful attempt of cardio version via the ICD with 40 j synchronously during persisting atrial fibrillation, the device could no longer be interrogated. During a revision on (B)(6) 2012, the device was replaced, the rv lead (linox sd 65/18) displayed a shock impedance of more than 150 ohm. It was decided to replace the lead. Unfortunately, this step resulted in a perforated vena cava superior near the proximal shock coil of the previous lead, leading to a hemothorax. The pt became hemodynamically unstable, needed resuscitation, the physicians were, despite intense efforts, unable to stabilize the pt so that the rescue efforts were terminated after approx one hour.